Manufacturer narrative:
(B)(4).

Event description:
It was reported that a frequent leak error occurred during use on the pump. After use, a leak test was conducted by connecting a simulation balloon owned by the hospital, then helium loss alarm (2) (3) occurred. However, there was no issue found at a leak test by connecting a simulation balloon owned by the distributor (helium loss alarm (2) (3) did not occur). As a result of the inspection, the distributor has concluded that there is no issue with the pump so far. There was no patient death or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is unable to be confirmed. The distributor checked the pump and could not replicate the alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that a frequent leak error occurred during use on the pump. After use, a leak test was conducted by connecting a simulation balloon owned by the hospital, then helium loss alarm (2) (3) occurred. However, there was no issue found at a leak test by connecting a simulation balloon owned by the distributor (helium loss alarm (2) (3) did not occur). As a result of the inspection, the distributor has concluded that there is no issue with the pump so far. There was no patient death or patient complication reported.